Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads were suspected to have perforated the myocardium resulting in a pericardial effusion, chest pain, palpitations and chest discomfort. It was also reported that the right atrial (ra) lead exhibited low impedance. The leads were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only the right ventricular (rv) lead had perforated, and the patient experienced tamponade requiring drainage.